Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. There is no motion sensor test failure alarm during testing noted. Analysis was unable to perform displacement test due to motor error alarm. The pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly and a motion sensor test failure alarm. The blood glucose at the time of the incident was 242 mg/dl. The customer states the pump would not rewind and alarmed motion sensor test failure. The customer states they are unable to do the displacement test. The customer states the drive support cap is not loose. The customer states they are unable to exit the rewind loop. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.